Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation on her back and sides. The irritation was described as itchy, red, bumpy, and bleeding due to scratching. The patient's physician recommended benadryl and using alcohol. Follow-up indicated that the irritation was about the same.